Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that over one month post-implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system with antibacterial absorbable envelope, a subsequent follow-up visit at the clinic noted the patient experienced a device-site infection with redness and pain requiring antibiotic treatment. Several additional clinic visits following noted the device site infection was still present. It was further reported the ev-ICD system was implanted with an antibacterial absorbable envelope, and the patient was instructed to re-dress the wound along with prescribed antibiotics. The patient later reported the lower sternal site also began expressing the same clear discharge with a brown tinge as well as reported some discomfort at the device pocket site. The ev-ICD system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.